Event description:
It was reported by service report that the post tube top screw was loose and the wheel was excessively worn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.